Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the none to mildly tortuous and fibrotic mid right coronary artery. A 4.00 x 32mm synergy xd drug eluting stent was advanced for treatment; however, slight resistance was met during introduction. Upon removal, the physician noticed that the stent struts appeared to be lifted or broken. The procedure was completed with another of same device. There were no patient complications reported.